Event description:
On (B)(6) 2026, an email was received from the patient (pt) who reported severe eye pain and was diagnosed with a corneal ulcer (affected eye not provided) on (B)(6) 2026 while wearing the acuvue oasys®1 day with hydraluxe¿ technology contact lens (cl). The pt was referred to a corneal specialist after ¿several consecutive visits with my eye doctor and multiple antibiotic treatments¿. The pt reported removing cls each night, wearing a fresh pair each morning, and following the recommended hygiene and handling guidelines. The pt was unable to drive, look at the computer or phone, or watch television due to light sensitivity and severe pain. On 03mar2026, the pt provided additional information. On (B)(6) 2026, the pt awoke with right eye (od) pain and ¿didn¿t feel good¿. The pt visited a primary care provider (pcp) who diagnosed the pt with the flu and prescribed an unknown ointment for the od. The pt reported the pcp thought it may be ¿pink eye¿. The pt resumed cl wear and continued to experience eye pain. On (B)(6) 2026, the pt visited the prescribing eye care provider (ecp) who diagnosed a corneal ulcer, treated with antibiotics and advised no cl wear. The pt reported being treated by the prescribing ecp and a corneal specialist with tobramycin ophthalmic solution, polymyxcinb sulfate and ¿primephoprin¿ solution, prednisolone acetate, ocufloxacin, moxifloxacin, and cyclopentolate, but could not provide the frequency and duration of each medication. The pt reported using drops every hour with follow up visits on (B)(6) with the prescribing ecp. The pt reported the ecp prescribed ¿heavier antibiotics each time¿. The pt reported on the third follow up visit, a referral was made for a corneal specialist ¿because there was no improvement¿. The pt saw the corneal specialist on 09jan2026 and was diagnosed with an ulcer. The pt advised a culture of the cornea was taken resulting with ¿some bacteria¿ but could not recall the name. The pt was advised there is a scar at the ulcer site. The pt reported the lenses did not encounter a water source and the pt follows strict hygiene habits. On (B)(6) 2026, the pt¿s initial treating ecp office called to provide additional information. The ecp reported a diagnosis of od superior, marginal corneal ulcer 3mm x 3mm above the visual pathway. The pt had discomfort and the od visual acuity (va) with glasses was noted as 20/200 on (B)(6) 2026. The od va was previously 20/20 with correction on (B)(6) 2024. The ecp could not state if the va was permanently damaged at this time. The pt was prescribed ocuflox od every two hours (q2h) and pred forte od four times a day (qid) on (B)(6) 2026 and instructed to follow up the next day. The pt was seen on (B)(6) 2026 and treatment continued with instructions to return the next day. The pt was seen on (B)(6) 2026, and the antibiotic eye drop was changed to tobramycin od q2h, pred forte was discontinued and pt was instructed to continue erythromycin ointment at bedtime (qhs). The pt was seen on (B)(6) 2026 with minimal improvement noted and the pt was instructed to continue tobramycin until the new evaluation with a corneal specialist. The treating ecp did not take a culture and did not note an od scar ¿but could¿ve guaranteed that there would be a scar od¿. On 19mar2026, medical reports were provided by the pt¿s corneal specialist. Date of visit: (B)(6) 2026: pt reported eye pain and light sensitivity since last friday and saw pt¿s pmd who thought the pt had ¿pink eye¿ and was given erythromycin. Pt didn¿t get better and went to prescribing ecp on monday and was advised the pt had an ulcer. The pt was prescribed tobramycin drops and an anti-inflammatory. The pt went back to ecp on wednesday and was taken off anti-inflammatory. Pt has been out of contacts for a week. Od slit lamp exam: conjunctiva 1+ injection, 360, especially superior; cornea: 1.5 mm round corneal ulcer superior ¿ staining with local injection, trace edema, minimal infiltrate; anterior chamber: 1+ cells. Impression/plan: 1. Corneal ulcer, unspecified od - h16.001. Onset last friday; 1.5mm round corneal ulcer today; has been on erythromycin drops, tobramycin; course of resolution/worsening unclear; superior w/staining od; culture taken; return tuesday. Date of visit: (B)(6) 2026: pt here for fu cornea visit; od is feeling better today than it was friday; last night had foreign body sensation (fbs) in od; using moxifloxacin q2h od and polytrim q2h od; has discontinued cyclogel. Od slit lamp exam: conjunctiva 1+ injection, 360, especially superior; cornea: epi healed, 1.5 mm 20 % superior stromal thinning, no infiltrate; tear film normal; anterior chamber: unable to access. Plan: continue current eye drops/medications; culture + for nocardia. Significant improvement in exam; continue to alternate moxifloxacin q4h and polytrim q4h. No steroid due to culture results. Return in 1 week. Date of visit: (B)(6) 2026: pt here for follow-up. Pt states od is much better; alternating moxifloxacin and polytrim q2h in od; vision appears stable. Od slit lamp exam: conjunctiva 1+ injection, 360, especially superior; cornea: superior scar with trace stromal cell and neovascularization, 1.5 mm x 1.5 mm; tear film normal; anterior chamber: deep and quiet. Plan: improving; to increase polytrim to 6x/day and will continue moxifloxacin qid od. Continue to alternate drops; pt to remain out of cls for now. Pt is currently in daily wear. Will re-assess for cl wear at next visit . Return in 7-10 days. Ecp note dated (B)(6) 2026: ¿I cannot comment on vision changes as I had not seen the pt before the ulcer and have not seen the pt after the ulcer had fully resolved¿. Culture results: od fungal culture, 3+ nocardia farcinica. No additional medical information has been received. A comprehensive review of the manufacturing records for lot number 6350970107 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.